Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2022, wherein the ipg was explanted and replaced. The reason for the explant is not known at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.